Manufacturer narrative:
Date of event is unknown. The first date of the month of the aware date was selected. It was reported that the event occurred between oct. 19th 2021 - april 19th 2022.

Event description:
It was reported that entrapment of device occurred. The target lesion was located within the coronary artery. A nc quantum apex balloon catheter was selected for use to treat the lesion. During the procedure the nc. Quantum apex balloon would become stuck to the non-bsc guidewire after the nc. Quantum apex balloon was inflated to 20 atm. No patient complications were reported.